Event description:
Caller states that during a correlation study, the following coaguchek/ lab results were obtained: patient 1: 2.1 inr/3.1 inr; patient 2: 4.5 inr/3.1 inr; patient 3: 5.6 inr/3.9 inr; patient 4: 1.5 inr/2.0 inr; patient 5: 5.2 inr/3.6 inr. No treatment information reported. No adverse event reported. Requested return of suspect device, however, no strips are available for return.